Manufacturer narrative:
Sorc checked the subject device and found that phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 9, 2021, it was found that the image had noise and blacked out. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could be duplicated. The image blacked out and noise was generated when the angle in the up direction was applied. The device was disassembled and it was found that the imaging cable of the bending section was buckled. Therefore, when the board of the same model connector was assembled and the image was checked, the phenomenon was reproduced when the buckling part was bent directly. From this result, it was judged that the image pickup cable was about to break at the buckling point. The cause of the cable buckling was excessive angle operation because it occurred in the bending section, or interference with the trocar and internal object was pressed and the image pickup cable was interfered.